Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar radiculopathy and herniated disc. During surgery. The tip of the instrument broke off. The product came in contact with the patient. No fragments of the device are remaining in the patient. There were no patient complications as a result of event.

Manufacturer narrative:
Product analysis result: visual optical visual inspection of the instrument confirmed the tip of the curette has been broken off. Microscopic examination of the fracture surface revealed a rough rigid surface. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.